Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: a partial UDI was provided as the lot number is not known.

Event description:
It was reported that this was an arteriotomy closure of the calcified right common femoral artery using the pre-close technique via a 6f sheath hole prior to a navitor valve interventional procedure. Reportedly, upon insertion of the first proglide device, significant difficulty was felt while puncturing. After placement of the first proglide, the femoral artery ruptured and an unspecified peripheral balloon was used to control the bleeding and achieve hemostasis. The sheath was upsized to a 14f. Arterial dissection was required in order to allow passage of the navitor vision device to perform the navitor valve procedure. There were no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.